Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse troubleshot unit and found and replaced defective condensate removal module and then performed regular operation tests. Additional information is being requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted upon completion of our investigation. The full event site address in was shortened due to field character limit; the full address is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this occurred; however there was no harm or injury to patient and no adverse event was reported.